Event description:
Information received with return of the device does not address the patient's clinical status but notes no ventri- cular output at implant. No problem was found when it was subsequently tested in the field.